Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant indicated the lack of ECG signal prevented synchronized pacing; however, they were able to use fixed-rate pacing. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical log from the event date was provided. Review of the clinical file revealed that the ECG trace signal was inconsistently shown in the lead ii view. Pacer setting 70 ppm and 0 ma, and there were upward pacer spikes shown inconsistently. It is recommended that the patient is properly prepped for electrode application and ensure ECG-related accessories are functioning. The x series operator's guide (pn: 9650-005355-01) (rev: d) speaks to patient skin preparation, warning the user that "excessive body hair or wet, sweaty skin may interfere with electrode adhesion. Remove the hair and/or moisture from the area where the electrode is to be attached." No trend is associated with reports of this type.